Manufacturer narrative:
The reported events of noise and oversensing was confirmed. As received, a complete lead was returned in one piece. A visual examination of the lead revealed multiple external insulation abrasions breaching the outer insulation and exposing the outer coil due to friction to another device or feature of the heart distal from the suture tie impression. The cause of the reported event was due to the exposed outer coil at the regions where the insulation was abraded.

Event description:
Additional information received indicated the the right ventricular lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. No intervention was at this time to resolve the event. The patient was in stable condition and will continue to be monitored.